Event description:
Boston scientific received information that this patient was presented to the hospital. Interrogation of the device revealed out of range pacing impedances, noise, inappropriate shocks, and low amplitudes were displayed on this right ventricular lead. Upon a revision procedure it was noted that the pace/sense portion of this lead was fractured. The lead pace/sense portion was capped, and another lead was implanted successfully. This lead will not be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.